Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery since the day before. Customer stated that she received a no delivery alarm even after changing the infusion set. Customer's blood glucose value was 432 mg/dl. Troubleshooting was done and the customer was able to perform manual prime. Customer was advised that the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion. Reservoir would not be replaced or returned for analysis.